Manufacturer narrative:
Conclusion code, other: excess adhesive from the mfg process caused a slight blockage on the inner diameter of the trach tube.

Event description:
The inner diameter of the tube is blocked.